Event description:
Suction canister imploded in use in suite of the o.r.

Manufacturer narrative:
Info has been forwarded to the mfg facility. Results of investigation pending. A follow-up medwatch report will be filed.